Event description:
It was reported that the by a family member that the patient was caught in an elevator two weeks ago and felt arrhythmias occurring since that time. Interrogation of the device revealed an atrial lead warning that occurred four months prior. Around the time of the lead warning the patient had sustained a fall. After the fall there were atrial high rates observed and noise on the atrial lead. It was also noted that there was high impedance and oversensing on the atrial lead when there was pressure applied to the subclavian site. The device sensitivity was reprogrammed and the lead remains in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID addr01, implanted: (B)(6) 2010; product ID 5076-45, implanted: unk. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.